Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that a 64-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sufferred cardiac tamponade (CT) requiring pericardiocentesis. After completing the ablation procedure and while doing the post pericardial sweep, a pericardial effusion was discovered using intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 20ml of fluid were removed. The patient was reported to be in stable condition and has fully recovered. The patient did not require extended hospitalization because of the adverse event. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation (mre) was performed for the finished device 30578032l number, and no internal action was found during the review. Per the mre, the d4. Expiration date and h4. Device manufacture date have been updated. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sufferred cardiac tamponade (CT) requiring pericardiocentesis. After completing the ablation procedure and while doing the post pericardial sweep, a pericardial effusion was discovered using intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 20ml of fluid were removed. The patient was reported to be in stable condition and has fully recovered. The patient did not require extended hospitalization because of the adverse event. The patient¿s relevant tests/laboratory data: inr was 340. The physician¿s opinion on the cause of this adverse is that it was procedure related. There were some difficulty with the coronary sinus (cs) catheter placement. The cs catheter felt stuck and had a bit of resistance when free back from its placement position. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. An irrigated catheter was used in the event and the flow setting set at 8/15. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag with the visitag module parameters for stability: 2mm at 3sec, 30% at 3g. No additional filter was used. Color option used prospectively was time only.